Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off overnight. Tandem technical support (cts) reviewed the pump history and observed that the pump declared the proper alerts and alarms and shut off due to insufficient battery power. The contact acknowledged the explanation. The customer's blood glucose level was 309 mg/dl with moderate ketones. The customer administered a manual injection. The customer loaded a cartridge and resumed delivery.